Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 19.1, 8.4 and 12.8 mmol/l. Tests were done within 20 minutes. No further information has been reported.